Event description:
This lead was explanted and replaced due to dislodgement. The physician tried to reposition the lead with no success so it was decided to plug the atrial port. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bend in the lead's distal part and deformations of the outer coil. This damage requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Furthermore the visual inspection showed deformations of the inner and outer coil in the region of the suture sleeve. A tight fixated suture sleeve should be taken into consideration. In addition cuttings of the insulation were found in this area. In summary, there was no sign of a material or manufacturing problem.